Event description:
It was reported that this patient presented their monitoring clinic due to receiving inappropriate therapy from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The first shock was delivered during moderate physical exertion (cycling) and the patient stated that this is their daily routine. Upon review, it was confirmed that the therapy was delivered due to over-sensed artifacts, which were easily reproducible in both the secondary and alternate sensing vectors. The physician elected to leave the device programmed in the primary sensing vector, and the patient was instructed to refrain from cycling so that the system performance could be monitored. However, approximately two weeks later, the patient was transferred to hospital via ambulance, as an additional inappropriate shock had been received while cycling. The system therapy was programmed off, and the patient was discharged with an external lifevest. Boston scientific technical services (ts) was contacted for review, and it confirmed that the therapies were delivered to non-physiological artifacts. Extensive troubleshooting was recommended to assess the system integrity, such as via x-ray imaging, provocative maneuvers, and isometrics with real-time monitoring. Should the artifacts be reproducible, surgical intervention to replace the electrode should be performed. The recommended troubleshooting was performed, which easily reproduced the artifacts in all three sensing vectors, and the physician scheduled an entire system replacement procedure. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.